Manufacturer narrative:
E.1. Initial reporter facility: veterans affairs medical center john cochran division. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to pull the medication. The technical support specialist identified that the dental assistant role did not have access to certain medications assigned to the non-controlled security group in the stl-md-jcdental matrix drawer 1. The tss informed the customer that missing access to even one medication in a matrix drawer prevents access to the entire drawer and advised updating the role security group permissions or relocating the restricted medications. The customer confirmed the workaround and validated access, and permission was received to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the customer was unable to access medications assigned to a security group. Customer reported that they were unable to pull all medication assigned to the dental security group. The customer demonstrated that the user was able to pull anesthetics but was unable to access other assigned medications, including antibiotics and ibuprofen. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.